Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were (14.0 mmol/l 252 mg/dl) (9.7 mmol/l 175 mg/dl) and (7.9 mmol/l 142 mg/dl). Tests were done within 10 minutes. Pt's meter was set for mmol/l. Pt does not have control solution for tests. Pt did not experience any averse events. No further info has been reported.